Event description:
The customer reported the device powered down during extended self test. No patient involvement.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power. There were no failures found while operating on the fi test backup battery.